Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a stone removal procedure. According to the complainant, after the device was inserted into the body, the distal part of the device appeared abnormal. Upon removal of the device, the distal part of the device was found to torn. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; working length ripped.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. A visual examination of the returned device found that the working length and distal tip were twisted and the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.